Event description:
It was reported that the day after the report, they were going to try to reposition leads as the patient only got abdominal stimulation. The patient did not report abdominal stimulation intra-op when the leads were originally placed. A week after implant at a post-op visit the patient reported abdominal stimulation. They tried reprogramming but this had not helped. The leads were placed latterly at the time of implant. X-rays showed that the leads had not moved since implant. It was noted that the patient was reprogrammed the day the patient was supposed to receive the revision and he did not get the revision primary because the c-arm, the equipment at the facility was not able to be used. The patient was reprogrammed. They felt better with that programming. Their revision was scheduled for (B)(6) 2015 but it was unknown if it would actually happen just based the on their feedback for their new programming that was done on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead (B)(4).